Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned. .

Event description:
It was reported that the customer received an altitude alarm after urinating in bed while wearing the pump. Customer reported a blood glucose (bg) level of 330 (mg/dl), and indicated that bg would be corrected with an insulin injection. Customer cleared the alarm and indicated that they would resume insulin delivery with pump.

Manufacturer narrative:
After a temporary delay, customer cleared the alarm and indicated that they would resume insulin delivery with pump. (B)(4).